Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that there was no surgical delay. Patient presented to hospital with a corail hip stem that had subsided. Patient discomfort was noted. This is the reason for revision surgery. The hip stem was removed. The acetabular component was also removed although it was not the cause for revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A provided photographic image is of unknown acetabular devices and do not include the depuy stem revision for subsidence. It does not aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported thru e-mail as - patient presented with a total hip arthroplasty (B)(6) 2020 with a corail hip stem that had subsided in the femur. Implant was removed and revised (B)(6) 2020 with the depuy corail hip revision stem/ competitor dual mobility acetabular component. Implant removed was a corail primary hip stem. Unknown acetabular components.